Event description:
Philips received a complaint by the customer on the v60 indicating that the device will alarm low ventilation. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Adjusted alarm limits and the error went away. Cycled power and it came back. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Adjusted alarm limits and the error went away. Cycled power and it came back. Per gfe response, it was confirmed that there was no issue that caused the alarm low ventilation. Someone from respiratory came to the shop for a better explanation of the reason for the work order. According to him, the alarm was normal due to the settings they were using at the time. Their reasoning for placing the work order was because they were unable to silence the alarm due to the top of the touchscreen not working. The touchscreen has been addressed in another complaint. It has been concluded that there was no malfunction, the device is functioning as intended. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.